Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); egia45amt, egia45amt egia 45 artic med thick sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a stomach wedge resection, after firing the stapler into the tissue, the beam did not retract, and the cartridge jaws did not open. The surgeon used an energy device to cut the stapled area and then sutured it with suture. The surgeon tried to open the cartridge using a manual tool but failed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted that the unload switch was at the home position. The firing rod was retracted proximally beyond home position. There was damage observed to the tip of the firing rod. There was a notable gap at the joint between the adapter body and the proximal cap. The black adapter release button was fully depressed. Functional testing found that the blue unload switch could not be fully depressed. It was reported that the instrument locked on tissue, and it was difficult to retract the knife blade. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: firing rod out of home position, articulation mechanism out of home position, damage to several adapter components, and calibration turn errors. Functional testing found that the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was unresponsive. While connected to gen2 acc lite, an rpa reload could only be partially inserted. The handle displayed a yellow adapter swim lane. A smart rpa reload could not be attached. The adapter was reconnected to the gen2 acc software, and a new calibration error appeared. Analysis of the data saved to the rpa testing handle indicated the articulation mechanism was out of home position prior to calibration. The product analysis noted evidence that the device was not used as intended. This issue may occur when the damaged adapter components can occur if excessive torque is applied using the manual retract tool, and the calibration turn errors can occur if the firing rod is retracted beyond the proximal hard stop using the manual retract tool. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or pressing and holding the up control button for two seconds. The articulation will center, and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twisting the reload counterclockwise 45 degrees, and removing the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.